Event description:
It was reported that when latching the cassette, the pump displays an error code -cassette not attached properly. Reattach cassette-. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the pump intact. The customer stated problem was not confirmed. The customer's reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "cassette not attached" (no cassette) messages when an undamaged cassette was properly attached to the pump. The device displays no error code. The pump was found to be operating properly and passed all tests. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.